Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of the reported event cannot be identified. Device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasonic probe had wrinkles at the insertion site. There was no patient involvement.